Manufacturer narrative:
Handpiece holder broken, replaced. Contra-angle handpiece (B)(6) (2016) (head drive worn) defective, replaced with (B)(6) (2018). Foot control sn (B)(6), motor sn (B)(6), motor cable after a detailed check no error could be found. Housing cracked in several places (presumably due to a fall), but has no effect on the function. Charger and measuring cable set were not included. Function test and test measurements without errors.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a contra angle 6:1 for vdw.gold/silver would not hold files; no injury resulted.